Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective power supply correction: replacement of the defective component. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective power supply. Correction: replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power.